Event description:
On (B)(4) 2023, the user contacted dario to report high blood glucose (bg) readings.the user reported that three days prior to contacting dario, she began receiving high bg readings and reported a bg reading of 145 mg/dl from her dario meter, compared to a bg reading of 92 mg/dl from her non-dario meter.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for a month and therefore may have been expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". It was also determined that the user was storing her strips cartridge in the bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." After the above, dario's representative instructed the user to open a new cartridge of strips and test her bg level. The user then received a reading of 134 mg/dl, which the user stated is high for her. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips and meter are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.